Manufacturer narrative:
One cadd solis hpca pump was received in good physical condition. There was no evidence of the reported issue in the event history log. Three separate delivery accuracy tests were performed and the reported issue was unable to be duplicated. The pump was slightly over delivering but within the published +/-6% specification. It was recommend that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed rate accuracy. There was no patient involvement.